Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that, for over two weeks, the patient experienced no stimulation sensation with the implantable neurostimulator. Whenever anything touched the neurostimulator pocket, the left side pain coverage was off, and there was no stimulation felt. Once the patient moved around, the stimulation on the left side turned back on and a shocking sensation was felt. It was later reported that the patient felt a burning sensation in the feet and the stimulation was intermittent. In general, the patient was not able to feel the stimulation, even though the neurostimulator was turned on. The patient's device was reprogrammed, but the issue was not resolved. The patient had a fall and, at first, the left side stimulation turned off "occasionally." Later, the stimulation to both sides was not felt. The stimulation was set close to 7, but the stimulation could not be felt. The manufacturer representative checked the patient's device, and it was suggested that nothing was wrong with the device system. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information showed the patient reported falling in (B)(6) 2011. The patient visited their hcp on (B)(6) 2012 and reported a "big shock" the night before, and pain in both hips. It was stated there was a bruise over the battery site. Patient denied falling or harming device site in any way. It was stated the patient had been to their hcp multiple times over the past few weeks with other complaints, including recharging difficulties and shocking or jolting. Impedances were checked and were all normal. It was stated the patient had been to the emergency room also, but the reason was not reported. The patient was scheduled for a battery replacement on (B)(6) 2012.

Event description:
Additional information showed the patient fell approximately (B)(6) 2011, after which the patient felt a shocking or jolting sensation at the ins location and a loss of therapeutic effect. The details of the fall were unknown. The patient was referred to their health care provider.

Manufacturer narrative:
Lead model 3777 lot# v605806037 implanted: (B)(6) 2011 explanted:na; lead model 3777 lot# v605806035 implanted: (B)(6) 2011 explanted: na; programmer model 37743 lot# nke164635n; recharger model 37752 lot# nka150121n.

Event description:
Additional information showed the patient had their device replaced on (B)(6) 2012. The patient outcome after the procedure was reported as "good."

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) model 37712, serial # (B)(4) revealed no anomalies and was functionally okay.

Manufacturer narrative:
No new information. Supplemental MDR submitted as a filler supplemental to address unintended gap in the follow-up numbers for this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.